Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was accidentally bent during insertion into the balloon catheter. An attempt was made to straighten the mapping catheter but in the process, it broke. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot 217115895 was returned and analyzed. Visual inspection showed the mapping catheter shaft was broken in the middle of its length; no electrocardiogram (ECG) signal wires were broken inside the shaft. The tip and loop section were intact with no issue. In conclusion, the reported shaft kink was not reproduced during analysis. If information is provided in the future, a supplemental report will be issued.